Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 596 mg/dl and early stages of diabetes ketoacidosis. Customer stated that they were pregnant and hadn't felt their baby move. Customer was treated with manual injections and IV drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. The high pressure test was also performed and passed. The cannula was noted to be bent in two places. Customer's blood glucose reading at the time of the call was 310 mg/dl and has treated with a bolus from the insulin pump. Nothing further was reported.